Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had dark spots in image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had dark spots in image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the cause results of the legal manufacturer's final investigation and a correction to h11. In addition to the malfunction in b5 (dark spots in image), the following reportable malfunctions were identified during the device evaluation: cable unit is deteriorated and leaking. Based on the results of the investigation, the customer request is not confirmed. As a result, a root cause could not be determined for the image issue or cable damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.